Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Please note: due to new iata and dot regulations prohibiting the transportation of lithium ion batteries by air. Investigations will be prolonged as we await the return of devices via cargo ship. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that the patient experienced power switching. There were no reports of alarms or pump stops. Log files were sent. The controller and five batteries were exchanged without consequence to the patient. The site reported there were no further issues with switching following the exchange. No further information was provided.

Manufacturer narrative:
The reported event of premature switching events was confirmed on the returned devices. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Log file analysis revealed that the controller contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of (B)(4) log files revealed multiple premature switching events triggered by (B)(4). These premature switching events can most likely be attributed to momentary disconnections between the battery and controller. Heartware has opened an internal investigation to evaluate momentary disconnections between batteries and controllers. Analysis revealed that the devices passed visual examination and functional testing. There was an incidental finding not related to the reported event that shows the power port 1 of the controller was loose. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned device revealed that the device passed functional testing but failed visual inspection due to a loose power port 1 connector. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. The manufacturer has an open internal investigation to evaluate the anomalies of loose connectors. (B)(4)-MFR number-2014-09-19, (B)(4), returned date- 2017-01-09. (B)(4)-MFR number-2014-09-19, (B)(4), returned date- 2017-01-09. (B)(4)-MFR number-2014-09-27, (B)(4), returned date- 2017-01-09. (B)(4)-MFR number-2014-09-26, (B)(4), returned date- 2017-01-09. (B)(4)-MFR number-2014-12-23, (B)(4), returned date- 2017-01-09. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.